Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Vessels were not calcified and aneurysm morphology is unknown. After deployment of the stent graft components, final angiogram showed there was successful exclusion of the aneurysm without evidence of endoleak. A couple weeks after the case thrombus formed on the edge of the renal arteries and the pt suffered acute renal failure. The physician pulled down the graft and balloon angioplastied the renal arteries open. No clinical sequelae were reported, and the pt is reported to be fine.